Event description:
Pt admitted status post tendon lengthening with complications post-op inclusive of necrotizing fasciitis. Single thickness skin graft done to lower leg and dermatome did full thickness graft on single thickness skin graft setting.